Event description:
I had breast augmentation with allergan silicone natrelle implants and within 2 months had my first of many hospitalizations. Had pylonephritis and uti every month for 4 yrs until explantation (B)(6) 2017. Have had (B)(6) from a permanent suture around implant, both implants were found to be leaking upon removal, silicone was found in under arm lymph nodes which were removed. I suffer from horrible memory loss, confusion, rashes, hair loss, impaired kidneys, had sepsis nearly dies. Fibrocystic disease, esophageal dysmotility, weight loss, edema, ovarian vein reflux, many varicosities throughout abdomen; extreme depression and anxiety, hot flashes, feeling that I'm dying; malaise, migraines, candida overgrowth, still cannot rid my body of it as I cannot afford the detox meds after explant since I have not been able to work for 4 yrs. Fatigue, nausea, loss of quality of life. I am only (B)(6) and have 4 different specialists I see. I cannot function as a normal mother on a day to day basis. These implants destroyed my life, my mind, and my body and should not be allowed to be put into these women's bodies without telling them without a doubt they will slowly poison and destroy them leaving them suicidal and alone hardly able to get up anymore.